Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/04/2014 with the following findings: a review of the black box showed multiple consecutive call service alarms on (B)(4) 2014. During testing, the pump emitted a different call service alarm during the 24 hour testing; the reported call service alarm was unable to be fully investigated. The pump cover was opened and no intermittent condition was found to the pcb. Unrelated to the complaint, the bolus button cover was torn; the button was properly responsive during testing.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.